Event description:
The reporter stated that the green stripe pressure tubing partially separated from the bonded site immediately distal to the on/off stopcock, after the device had been in use for a few days. Some leakage of cerebrospinal fluid was observed, and the device was replaced. The pt later complained of having a headache.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.